Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple non-baxter syringes were ¿popping off¿ from an unspecified quantity of one-link connectors. The syringes were running through an unspecified syringe pump. There was no patient injury or medical intervention associated with this event. No additional information is available.